Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure was able to be removed, but not completely and the remainder had to be resected laparoscopically') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (partial left salpingectomy, hysteroscopic resection of the right essure and partial essure resection). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: (B)(6) 2021 post operative diagnosis - stage 1 endometriosis - laparoscopic, laser vaporization of endometriosis done. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage,pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Reporter information, patient demographic details, medical history, essure removal details, action taken with drug added. Event injury updated to event left essure was able to be removed, but not completely and the remainder had to be resected laparoscopically. Case became valid and serious incident. New event added: pelvic pain, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure was able to be removed, but not completely and the remainder had to be resected laproscopically') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (partial left salpingectomy, hysteroscopic resection of the right essure and partial essure resection). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: (B)(6) 2021 post operative diagnosis - stage 1 endometriosis - laparoscopic, laser vaporization of endometriosis done. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage,pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.